Event description:
It was reported that oversensing due to noise was noted. The noise could not be reproduced in clinic with provocative testing. Lead damage was suspected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.